Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. The embedded fm is most likely degraded plastic. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - complaint confirmed. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was noted in a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. This was observed before use and there was no report of injury or medical interventions.